Event description:
The customer reported that smoke came from the plug of this video cart following surgical use. Upon examination of the device, the hospital staff found one prong of the video plus sticking out of the electrical receptacle along with charring of the receptacle. In addition, the customer found the molded plug end of the video cart partially melted and missing a prong. There was no injury related to this event. This event occurred at the end of the surgical case; therefore, there was no surgical delay.

Manufacturer narrative:
Investigation results: to date, this device has not been returned for evaluation. An investigation into this reported problem is in process. A follow-up report will be sent upon completion of the investigation.